Event description:
It was reported that when the holster was cocked, it would immediately fire. No case involvement or pt consequence.

Manufacturer narrative:
Evaluation summary: based upon the inquiry info rec'd, visual and functional examination: the unit was found to require the firing lever assembly to be replaced. The device was functionally tested, met all product requirements and returned to the customer.